Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported probe suction was dysfunction before surgery. Procedure details were unknown. There was no patient impact reported.

Manufacturer narrative:
Corrected information provided in h.6. And h.11. Evaluation codes are updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was received at the manufacturing site for evaluation for the report; however, the product was clearly used beyond the expiration date; therefore, the condition of the product could not be verified. The customer reported on 12-feb-2025. The expiration date of the customer reported lot is 30-jun-2023. A sample was returned and a review of the lot number provided indicated the product was used beyond its expiry date. No specific action with regard to this complaint was taken by the manufacturing site because the complaint sample exceeded its expiration date and should not have been used. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).